Event description:
It was reported that the blade on the sternal saw was not functioning properly. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The reported issue was confirmed. The sternal saw was rebuilt, the blade protector and outer cable were replaced, and the product rec'd full preventative maintenance with customer approval prior to its return to the facility. Preventive maintenance would have prevented the reported failure mode. This report is being submitted to FDA as a result of a retrospective review of product complaints.